Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
On (B)(6) 2012, it was reported by the aci sales professional that a female pt underwent a diagnostic coronary (left and right heart catheterization) procedure two weeks ago. Access was obtained via a 5f venous sheath (model unk). Following the procedure, the nurse who is in training, used a mynx cadence vascular closure device 5f for femoral arterial closure. It was reported that the pt complained of pain during deployment of the mynx device. Hemostasis was achieved. The nurse removed the venous sheath from the pt and applied manual pressure on the puncture site (duration unk) per the hospital's normal practice. Due to the reported pain in the vicinity of the puncture site, a CT scan was performed and the physician reported that an rp bleed was detected. It was reported that there was no intervention and nothing was done for the rp bleed. The pt was reported as doing fine. No further info is available.